Event description:
The surgeon stated the pt tested positive for a (B)(6). Surgeon removed modular neck, femoral head, mdm liner, mdm insert, washed pt out. Replacement liner, insert, and femoral head were implanted. As modular head was on a product hold, the surgeon chose to autoclave modular neck and re-implants.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # nls-300000b, lot # 3870002, description: rejuvenate modular neck. Cat # 502-11-46c, lot # 34896701, description: trident hemispherical cluster hole shell. Cat # 1236-2-242, lot # 39073001, description: restoration adm x3 ins. Cat # 626-00-36c, lot # 38150001, description: modular dual mobility insert. Cat # 2030-6525-1, lot # mldhnh, description: 6.5 cancellous bone screw 25mm. Cat # 6260-4-122, lot # 38730002, description: 22.2mm std v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.